Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The 25+ gauge probe manifold was visually inspected. The black line of the probe manifold detached from the probe engine due to lack of solvent. Microscopic examination of the returned sample showed the tubing end lacked complete adhesive coverage. The closed pneumatic drive line of the probe was determined to contain a lack of adhesive combined with partial insertion of the tubing into the probe engine which resulted in detachment. Each probe assembly undergoes 100% visual inspection and is tested for actuation, aspiration, and cut during manufacturing. As part of the normal production process, each probe is leak and flow tested to ensure the product was built correctly which includes the bonding process of the tubing to the probe engine was performed per specifications. If an assembly fails the leak and flow test, the unit is rejected. The root cause is related to a manufacturing error where a lack of solvent was applied during wetting wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. No action will be taken for this occurrence as no adverse device problem trend was identified. All probes assemblies are 100% leak and flow tested during in-line inspection to ensure the product is built correctly and will perform per specifications during surgery. If an assembly fails the leak and flow test, the unit is rejected. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that one of the tubes in the vitrector fell off during a vitrectomy procedure. The technician attempted to reattach it, but it would not stay. The product was replaced and the procedure was completed. There was no patient harm.